Event description:
It was reported that the neptune was mistakenly connected to a brain drain for 2-10 minutes, while on a low suction setting. The patient suffered a seizure post-op in pacu, which required no medical intervention. It was reported that the patient has a history of neurological issues; however, no history of seizures. It is unknown if the seizure was a result of the user error.